Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# ae292p. Bowed conical stem 14 x 195mm restoration modular hip system; cat# 6276-7-214; lot# caxr30ac. 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021; lot# 54319102. Primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mkhma3. Unknown 6.5 x 35mm screw; cat# unknown; lot# unknown. Unknown 6.5 x 30mm screw; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to infection (it is unknown if infection was clinically confirmed, severity, onset conditions, microorganism involved). Rep confirmed no other factors triggered the revision.